Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the high voltage right ventricular (rv) shock impedance measurement when measured using the proximal coil was 151 ohms. It was noted that when measuring with the rv it was 66 ohms and in the triad configuration the shock impedance was at 380 ohms. Boston scientific technical services (ts) was consulted and discussed the possibility of the proximal coil being fractured. Ts advised that if they reprogrammed the configuration defibrillation threshold (dft) testing should occur with the rv lead and the other manufacturer¿s device. At this time the rv lead and device remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the rv lead configuration was reprogrammed, which resolved the high shock impedance measurements. No further testing was performed. The rv lead and another manufacturer's device remains in service and no adverse patient effects were reported.